Manufacturer narrative:
The instrument was returned to us for evaluation. The drawbar linkage is broken, therefore, jaws do not open/close; damage is consistent with mechanical overload, most commonly due to too much force being exerted.